Event description:
It was reported that during an auxiliary node dissection, patient had first and second degree burn on the upper arm. The surgeon administered ointment for the burn. The patient is scheduled to see the surgeon in 2009. Additional information from surgeon: the burns occurred to the arm because the device rested against the drape - the burns occurred through the drape after the instrument was used. The patient's burns are slowly healing. There is concerned for scarring (patient tends to have hyperpigmentation in areas of cuts/incisions, etc).

Manufacturer narrative:
Date sent: 03/17/2009. Information anticipated, but unavailable at this time.